Event description:
It was rupture of acl ligament. The fixation was with 8mm screws. Tap was not used. The tip of the screw broke on insertion, all pieces were retrieved. Only one screw was used.

Manufacturer narrative:
Additional info coming from sales rep. The broken screw was received today for investigation, no evaluation made yet. Follow-up will be created after investigation.